Event description:
The facility stated that the surgeon attempted to implant a aq1016v 3 piece silicone lens. The lens haptic bent prior to insertion into the eye. No patient contact or injury. It was unknown what cause the haptic to bend. The injector model msi-pm and the cartridge model aq cartridge fp. Lot numbers were unknown.